Event description:
A malfunction alarm with code malf 12 was reported with no notable events occurring prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, and the level did not exceed 500 mg/dl (27.7 mmol/l). Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Customer was instructed to continue using the pump and to report back if the issue recurred.